Event description:
Per the clinic, the patient underwent an abutment replacement surgery and skin debridement under general anesthesia on (B)(6) 2021. The implanted device remains.

Manufacturer narrative:
This report is submitted on january 20, 2022.